Manufacturer narrative:
The field service engineer found the water filter was dirty, he decontaminated it and changed the syringe seal. Calibration and qc prior to the issue are within the expectations. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable creatinine result for one patient with the cobas c 111. The initial result was 1.30 mg/dl. The repeated result was 0.61 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.